Event description:
It was reported that customer was hospitalized for high blood glucose. It was stated that the customer was vomiting prior to hospitalization. It was also stated that the customer noticed that the cannula was bended when removed. No further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.